Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Cystic duct stump leak. Additional information: the physician states, just changed my practice to hemolok clips and had what is presumed a cystic duct stump leak after a fairly straightforward case. I by no means blame the clip but just discussed this with my local rep so they could be aware. The patient is doing well now. Had to have an ercp and sphincterotomy no other surgical intervention needed except a percutaneous drain was placed. 2 hemolok clips were used on the cystic duct at the initial operation. Unable to tell if any clips came off the duct as we did not have to reoperate on this patient just had a bile leak found on hida after surgery and on ercp was thought to be a cystic duct stump leak.